Event description:
Customer reported the system has no power. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a power supply. System operates as intended.